Event description:
Issue with medtronic revo pacer lead. Patient had revo pacemaker and leads implanted and was readmitted two weeks after implant with a pericardial effusion. Patient had urgent cath lab procedure to drain and place pig tail. Atrial lead was likely the lead with the perforation. This lead was removed and replaced with a medtronic 5594 lead.